Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure, while suturing skin the suture came off at the swage of the needle. To complete the case, they had to ask the surgeon for a new suture to be opened. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.